Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-00555, manufacturer report#3002808486-2016-00556 and manufacturer report#3002808486-2016-00557. Manufacturer report#3002808486-2016-00556 will be closed/cancelled, as patient did not receive a filter manufactured by cook medical. (B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629, k121057. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that [pt] received a filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629, k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a filter on (B)(6) 2012 at (B)(6) hospital, (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.